Event description:
It was reported that on (B)(6) 2022 the patient's controller clock was not set. The clock was reset. The emergency backup battery (ebb) patient use was 61 and the cumulative time was 205. Log files captured controller clock corrupt events due to a loss of power about 33 days prior.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b3: the event date is estimated. Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that on (B)(6) 2022 the patient's controller clock was not set. The clock was reset. The log files captured a controller clock corrupt event due to a loss of power about 33 days prior. The submitted log file contained approximately 250 events dated (B)(6) 2000. The inaccurate date corresponded with clock invalid controller fault flags and controller clock corrupt alarms. A specific cause for the controller clock reset could not be conclusively determined through this evaluation as the log file did not capture the onset of the event; however, this finding could have been the result of a total loss of external power to the system controller and depletion of the controller¿s internal backup battery before the events captured in the log file. Total loss of power to the system controller would have resulted in a pump stoppage. The submitted log file captured numerous low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. No other atypical events were captured. The pump appeared to function as intended at the set speeds. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. Heartmate 3 lvas instructions for use (IFU), rev. C, section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. D, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.